Event description:
It was reported that during a gastric sleeve procedure, the instrument was put in the patient and worked well and put out. When it was used again (2nd time), it would not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No further information is known.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results found that one (B)(4) device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridges from loading. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).